Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned and analyzed. Primary results revealed that no anomalies were found. Outer insulation had cosmetic depression.

Event description:
It was reported that the lead remnant was dissected out but could not be removed due to fibrosis in the vein. The lead remnant was capped. No patient complications have been reported as a result of this event.